Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information obtained, a single definitive root cause could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was explanted and replaced. Intra-op, it was noticed that the lead had migrated out of the epidural space. It is suspected that the lead migration had caused the ineffective stimulation. The issue has since been resolved.